Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio (device #2) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio (device #2). An additional emdr was submitted to represent the bard/davol ventrio (device #1) and bard/davol ventrio (device #3). Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #1). On (B)(6) 2015: the patient had unspecified injuries related to a defect in the ventrio (device #1) and underwent revision surgery and implant of an unspecified bard/davol ventrio (device #2). On (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralight st. On (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #3). The patient is only making a claim for an adverse patient outcome against the three (3) ventrio (device #1, #2 and #3). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.".